Manufacturer narrative:
The device was returned to philips for bench repair. The bench engineer could not replicate the malfunction. Device functions are working per specifications. Previous patients records are present and the device prints correctly. No defects with the unit found. Nbp, co2 and touch screen got calibrated and the unit was returned to the customer site. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device is not recording trends.